Manufacturer narrative:
(B)(4). An investigation was performed by reviewing the complaint text, instrument service history, tracking and trending metrics, and current labeling for the architect system operations manual. No customer returns were available; however, the abbott representative provided a file image that confirmed the observed charring on the rv 1-2 and stat lls antenna board connector. A review of the ticket history for the analyzer did not identify any issues that may have contributed to the current complaint. There were no subsequent reports of smoke/burn since the replacement of the lls antenna, the syringe and the 2 amp card cage fuse. The charring was limited to the connector of the rv 1-2 and stat lls antenna and did not spread to other areas of the instrument. Review of tracking and trending metrics identified no adverse trends with respect to smoke/burn related incidents involving the lls antenna, syringe or 2 amp fuse. The charring on the lls antenna was caused by leaking from a worn syringe assembly. The issue was resolved by the abbott tss through standard troubleshooting procedures.

Event description:
The customer observed white smoke coming from the architect i2000sr analyzer. The abbott technical support specialist (tss) identified that the liquid level sense (lls) antenna board connector was burned as a result of a leak around the valve fitting on a worn syringe assembly. No fire was observed. The tss replaced the leaking syringe, the lls antenna board and a blown 2 amp fuse. All areas affected by the leak were cleaned and dried. No injury was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred. Therefore, the conclusion code was corrected to (B)(4).